Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed intermittent loss of capture, r-wave amplitude variation, and high capture thresholds on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.